Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned.

Event description:
Customer reported he experienced an infection at his infusion site that required treatment with antibiotics. The infusion needle had been in use for 1 day, and his site became bright red and lumpy. His blood glucose elevated to 440 mg/dl, and he was unable to walk due to the infection. He was placed on antibiotics for 10 days. The alleged product was discarded and cannot be returned for evaluation.